Manufacturer narrative:
UDI cannot be provided because the part/lot number were not reported. The device was not returned for analysis. A lot history search and similar incident query could not be conducted as the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported leak. It is possible that the leak may have came from the hub location/inflation lumen, however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 6x200mm armada 35 balloon was noted to have a leak in the proximal connection part (hub). Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.